Event description:
The customer contact reported a leak below the flush device; subsequently bleed back was noted. The monitoring kit was being used to deliver an unspecified solution. After an unspecified length of time in use during patient transport, the customer contact reported, "the tubing cracked near the transducer and blood backed up into the tubing of the arterial line." The monitoring kit was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.